Event description:
Nurse found one of her pumps and all 3 channels read "system error." The error code was 255-4-275. The channels were still infusing, however, nothing could be altered on the pump. The nurse called other team members to bring a new pump and medication by medication replace what was running in the old pump to the new pump.